Event description:
It was reported that the patient experienced infusion set fell off event on (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6)Patient country: PolandName: Medtronic MinimedStreet: 18000 Devonshire StreetCity: NorthridgeState: CAZip Code:91325Country: USA.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545Manufacturing Site: 3003442380.